Event description:
It was reported that the ilet emitted an alert overnight, and the user¿s blood glucose reached 66 mg/dl before returning to range after treatment with oral glucose. Symptoms included no reported hypoglycemic symptoms. Outcomes included resolution of low glucose after self-treatment without hospitalization. Investigation included troubleshooting and user education regarding low-glucose alerts and device behavior. Investigation of this case revealed no device malfunction reported, with the alert functioning as designed when glucose approached the low threshold and the event classified as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.